Event description:
It was reported that pump displayed malfunction code malf 0, which was associated with a software error, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and after reset malfunction did not recur, so customer was advised to continue using pump and to call back if malfunction code appeared again.